Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting paramedics due to meter result. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 06-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 92, 59, 113, 100 and 73 mg/dl. The customer¿s expected non-fasting blood glucose test result range is 123-140 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had obtained the result of 59 mg/dl non-fasting the day before, and due to concern with the result had called 911. When paramedics had arrived less than 30 minutes later they had tested customer's blood glucose using their device and had obtained a result of 117 mg/dl non-fasting. Customer was not treated and did not go to the hospital. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/31/2023 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).